Manufacturer narrative:
The main component of the system. Other relevant devices are: vamf4646c200tj, s/n: (B)(4); use by date: 02-oct-2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aortic aneurysm in the aortic arch. At the time of the index procedure, the entry diameter of the lsca (left subclavian artery) was considerably enlarged, and there seemed to be a lesion. However, as one stent graft fit completely and landed in zone 2 without any endoleak, the procedure was completed. It was reported that approximately 5 days post the index procedure the patient had difficulty speaking clearly and a follow-up CT was performed. The images indicated the presence of an endoleak. The physician was unsure whether it was a type ia, ii, or IV endoleak. The site where the endoleak originated could not be found, so an angiogram was performed. However, the angiogram did not clearly indicate the endoleak. It is reported that, as the flow of the lsca was antegrade, a type ia endoleak could not be excluded. The physician decided to use a chimney technique with another manufacturer device and extend the vamf46/46/200 device to zone 1. Additionally, a non-medtronic device was used and coiling was performed for embolization of the lesion in the lsca through the left arm. The final angiogram indicated slight flow into the lsca but no further treatment was performed at that time. Patient status was stable. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.